Event description:
The international customer reported that they smell a rubber burning odor and the device stopped operating without an alarm while in use on pt. There was no pt harm reported. The customer reported the ventilator would then not power on. The service technician replaced the cpu board and power management board to address the finding. Applicable testing was completed with no further issues reported.

Event description:
Factory analysis of a returned cpu pcb board and power management pcb board revealed component failures. Analysis of the cpu pcb board revealed a capacitor short, that caused shorted transistors on the power management board. The component failures created the no power condition reported by the customer.